Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a flashing warning light. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a flashing warning light. It was noted that a sst/est would be performed, and the device would be checked for error codes.

Manufacturer narrative:
The key market reported that there was no malfunction with the device, and the record was for a part order. Based on the information provided, the issue does not meet the definition of a complaint. Therefore, this report is being redacted.